Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting with tandem technical support to resolve the occlusions, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose (bg) level was 590 mg/dl and high ketones. A manual injection was administered to address bg/ketones. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified. The alleged occlusion was verified in the pump logs; however, no failure was identified as the cartridge was not returned. Additionally, a different issue was identified.